Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2019, the patient was diagnosed to have aspiration pneumonia. Patient remained hospitalized and was treated with antibiotics tazocilline IV 3 times per day.